Event description:
It was reported that the lead was not capturing after multiple prior attempts to reposition the lead. The lead became dislodged. The lead was explanted and replaced. Patient condition was stable after the procedure.